Event description:
Reporter states customer reportedly received results of 453mg/dl and result in the 200's (mg/dl) within 10 minutes on the advantage system. No action taken based on device result. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.